Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. Our investigation of the case logs indicated that the misplacement of the implants was due to a shift of the dynamic reference base (drb) while navigating implants. The surveillance marker (sm) was paired before the acquisition of any scans or images which allowed the system to alert the user to any potential shifts. The case logs indicated that the system correctly detected and alerted the user of the potential drb shifts. Drb shifts can cause navigational integrity issues and can lead to the misplacement of implants. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. The observed overall risk level is low, which does match the anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue was traced to user technique.